Event description:
It was reported that the patient used the omnipod personal diabetes manager (pdm) bolus calculator to bolus 0.05 units and as soon as it reached the value the pdm restarted the bolus and it gave him another 0.05 units.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The customer did not report any symptoms or require medical intervention related to this report. The customer received a replacement device. Lot release records were reviewed and the product lot met all acceptance criteria.